Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer stated that the other night, the insulin pump fell of their hip and hit the ground. The pump no longer worked and only showed a compromised force sensor system alarm. Customer stated that they have to get a replacement.